Manufacturer narrative:
A ge service representative preformed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2600 system is locking up, also the table is locking up during a case. No patient injury was reported.